Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak at the probe of the coulter ac.t diff analyzer. The customer also reported that they were getting high platelet backgrounds on startup. There were no patient samples or results affected by the leak. The user was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye glasses at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 and found a leak at the probe because the tubing connected to the probe was kinked. The fse also noticed the high platelet backgrounds. The fse replaced the tubing to fix the leak. The fse also performed a decontamination procedure in order to fix the high platelet backgrounds. The repairs were verified per the established procedures. The root cause for the leak is attributed to the tubing at the probe being kinked. Per labeling, risk of personal injury or contamination. If you do not properly shield yourself while using or servicing the instrument, you may become injured or contaminated. To prevent possible injury or biological contamination, you must wear proper laboratory attire, including gloves, a laboratory coat, and eye protection. The bec identifier for this report is (B)(4).